Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges it was difficult inserting the dilator. The dilator tip was found damaged/frayed. A new kit was used.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges it was difficult inserting the dilator. The dilator tip was found damaged/frayed. A new kit was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for investigation. Visual examination revealed the tip of the dilator is split and folded back. The tear on the tip contains white coloration, indicating stress. The length and outer diameter of the returned dilator were measured and were found to be within specification. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user to perform a skin wheal before dilating skin. The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator was split and folded back. The dilator tip contained white coloration at the tear, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing relate issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges it was difficult inserting the dilator. The dilator tip was found damaged/frayed. A new kit was used.